Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The handshake connection, sheath and coil were microscopically and visually examined. There are numerous sheath kinks. The sheath is partially torn 22.7cm from the strain relief. The coil is stretched and kinked at the handshake connection. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is handling damage, as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 24-aug-2018. It was reported that the handshake connection was kinked. The 97% stenosed, 12mmx3.0mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.25mm rotalink¿ burr was selected for use. A balloon catheter was not used to pre-dilate the lesion. During the procedure, it was noted that the joint between the burr and advancer was kinked. The procedure was completed with another of the same device. No patient complications were reported and patient's condition was stable. However, device analysis revealed that the sheath was partially torn.